Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having intermittent pump stops. Patient already had an external drive line repair. Patient and wife were not clear if patient was on batteries or wall power during alarms. Patient's aortic valve was oversewn and patient lost consciousness during pump stop on (B)(6) 2019. Patient and spouse did not recall the alarm on (B)(6) 2019. The (B)(6) 2019 while on the power module. This appeared to be caused by a percutaneous (perc) lead phase to phase short. The entire external section of perc lead had been replaced, so another perc lead repair was not possible. Pump stopped occurred on both ungrounded cable and batteries. Likely damaged drive line after unsuccessful drive line repair. Patient had loss of conscious, but was at home and the customer was not notified until several days later. Patient discharged home as do-not-resuscitate/do not intubate with rescue meds.

Manufacturer narrative:
Manufacturer's investigation conclusion: although the report of a pump stop was confirmed through the analysis of the submitted log file, a specific cause for the reported pump stop events could not be conclusively determined. Based on past experience with the hmii lvas and similar reported events, the pump stops could be indicative of driveline damage. However, a full examination of the hmii lvas, serial number (B)(4), could not be conducted because the patient remains ongoing on vad support. The account reported that the patient was having intermittent pump stops. The patient had previously had an external driveline repair (reported under MFR # 2916596-2019-02857). The patient and their spouse were not clear as to whether the patient was supported by battery or wall power during the alarms. The patient¿s aortic valve was over sewn and the patient lost consciousness during the pump stop on (B)(6) 2019. The patient and their spouse did not recall an alarm occurring on (B)(6) 2019. The submitted system controller log file captured normal pump function until (B)(6) 2019 at 09:32 pm. At that time, the pump speed dropped below the low speed limit, resulting in a pump stop while the patient was supported by battery power. The pump resumed operation at its set speed following this pump stop event and remained above the low speed limit until (B)(6) 2019 at 05:55 am. At that time, the pump speed dropped below the low speed limit, resulting in another pump stop while the patient was supported by the power module. Based on previous complaint experience, the captured pump stops appeared to be consistent with a potential driveline wire compromise. It was later reported that the pump stops occurred both on an ungrounded cable and while the patient was supported by battery power. It was reported that the pump stops were likely caused by a damaged driveline after an unsuccessful driveline repair. The patient lost consciousness but was at home and the vad coordinator reported that they were not notified until several days later. The patient was discharged home as a do-not-resuscitate (dnr) / do-not-intubate (dni) order with rescue medications. The patient remains ongoing on vad support. The heartmate ii lvas IFU patient care and management section outlines indications of driveline damage, as well as how to respond to such events. The heartmate ii patient handbook¿s alarms and troubleshooting section provides information on all system alarms, including low speed hazard and low flow hazard alarms, and the actions associated to resolve the alarms. A section on handling emergencies is also provided. The heartmate ii patient handbook also contains a section on caring for the driveline; however, all heartmate ii lvas drivelines have potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.